Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.